Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention occurred during which ipg was explanted. The reason and date of explant are unknown.